Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system - section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The patient developed ischemia in the right lower leg in response to impella cp placement. A thrombus was confirmed in the leg and pump removal was reported to alleviate the issue. Support for the patient continued with impella 5.5 support.

Manufacturer narrative:
The investigation for the reported limb ischemia and thrombus has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and thrombus was not determined. As noted in the impella instructions for use: impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." D.4 revised model number from the initial submission in accordance with updated procedures. D.4 unique identifier (UDI) # was revised as was previously entered incorrectly. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use - a portion was missing from the previously submitted report and was added to this report.